Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523-us, lot: 31p5810, manufacturing site: bettlach, release to warehouse date: may 6, 2020. A manufacturing record evaluation was performed for the finished device lot , and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: 31p5810) was received at us customer quality cq. Visual inspection of the complaint device showed the tip had broken off. And lodged in insertion handle (part #: 03.033.001-us, lot number: 50p0529). No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: manufactured revision specified dimensions: shaft od , groove diameter. Measured dimensions: shaft od =conforming, groove diameter= conforming. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during a procedure while inserting a piriformis recon nail the impactor broke off in the insertion handle. Surgery was completed without any major problems using the broken impactor. Procedure was completed successfully with five(5) minutes of delay. Concomitant device reported: unknown recon nail (part # unknown, lot # unknown, quantity # 1), insertion handle (part # 03.033.001, lot # 50p0529, quantity # 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).